Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level between 250-380 mg/dl with ketones of an unspecified size on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage, however, the customer was readmitted later the same day. The customer was re-hospitalized with a bg level between 122-145 mg/dl. The customer received the same treatment and was discharged on (B)(6) 2026 with the issue resolved and no permanent damage.